Event description:
The customer stated that a partially-used signal reagent (sr) pack on the analyzer was repositioned after it had been in use. As a result, the system ran out of sr and produced quality control and pt samples with low light signal. No pt treatment was administered or withheld because of results produced.